Event description:
A malfunction was reported with the customer's pump displaying malf 9, and no notable events occurred prior to it. There was no reported adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing instructions on resetting the pump, which successfully resolved the issue initially. However, the malfunction reoccurred. The customer was instructed to return the problematic pump using a pre-paid label, and a replacement pump was issued. The customer was able to continue using the pump and was advised to contact support if the issue recurred.